Event description:
On (B)(6) 2015, a dentist reported the case of a (B)(6) year-old female patient who required endodontic treatment and ultimately, extraction of tooth #20. This tooth had a 3m espe lava ultimate cad/cam restorative for cerec crown which was seated on (B)(6) 2012. On (B)(6) 2012, this tooth received root canal treatment. The tooth was extracted on (B)(6) 2014, because of what the dentist reports the crown was leaking.